Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used to treat secondary cholangitis due to biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the working channel, and the stent deployment process was done; however, the stent could not be deployed, even after the device reached the point of no return. Reportedly, the stent was fully covered by the outer sheath when it was removed from the patient. The procedure was not completed due to device availability. Subsequently, the procedure was rescheduled on (B)(6) 2024, using a different wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used to treat secondary cholangitis due to biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the working channel, and the stent deployment process was done; however, the stent could not be deployed, even after the device reached the point of no return. Reportedly, the stent was fully covered by the outer sheath when it was removed from the patient. The procedure was not completed due to device availability. Subsequently, the procedure was rescheduled on (B)(6) 2024, using a different wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on october 23, 2024: a photo of the device was provided showing the inner sheath kinking out of the guidewire access sheath (gas) section.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on october 23, 2024. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used to treat secondary cholangitis due to biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the working channel, and the stent deployment process was done; however, the stent could not be deployed, even after the device reached the point of no return. Reportedly, the stent was fully covered by the outer sheath when it was removed from the patient. The procedure was not completed due to device availability. Subsequently, the procedure was rescheduled on october 01, 2024, using a different wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. **additional information received on october 23, 2024** a photo of the device was provided showing the inner sheath kinking out of the guidewire access sheath (gas) section.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual inspection found that the inner sheath was kinking out of the guidewire access sleeve (gas) section and the outer sheath was returned stretched out in the gas section. The gas ramp was returned lifted. No other problems were noted with the device. Product analysis confirmed the reported events of stent failure to deploy and inner shaft/sheath kinking out of gas. The investigation concluded that the reported events additional observed event of sheath damaged were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure.